Manufacturer narrative:
Added concomitant products.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level of over 400 mg/dl. Customer stated they were about to change their infusion set but does not have the serter. Customer does not have a back-up plan. Customer will be going to the emergency room for treatment. The insulin pump was not replaced or returned for analysis.